Event description:
It was reported that the iqvia technician was on site doing the software update and found that the arctic sun device heated above 30 degrees but did not cool below 29.6, chiller temperature (t4) was 29.6. Per sample evaluation results received via task on 10feb2026, it was reported that the chiller molex connector overheating from the old chiller pulling too much current through the connection. Tank seals were cracked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue is confirmed. The root cause of the reported issue was a failed ac mains voltage card. The device was evaluated upon receipt. The ac mains voltage card failed. The ac mains voltage card was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history record (DHR) for product catalog number 60000000 arctic sun stat, serial number (B)(6) was performed. The unit passed all finished product inspections per DHR documents. The unit successfully met all predetermined quality requirements and specifications. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician was on site doing the software update and found that the arctic sun device heated above 30 degrees but did not cool below 29.6, chiller temperature (t4) was 29.6. Per sample evaluation results received via task on 10feb2026, it was reported that the chiller molex connector overheating from the old chiller pulling too much current through the connection. Tank seals were cracked.